Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that before the implant, she had nerve pain and nerve issues. Recently, it had gotten worse and she felt a constant pulsation in the bicycle seat region. She was not sure if it was caused from the stimulator or something else. Patient was instructed to decrease stim or turn stim off during the call but she did not feel a change in the pain. It was reviewed that since she did not feel different, the pain did not seem to be caused from overstim. Patient turned implant back on but kept it at 2v instead of going back to 2.5v to see if the pain changes after sometimes. Patient was redirected to healthcare provider (hcp) to help figure out what was causing her nerve pain to worsen. Patient also reported she had a bad day of urinating a day prior to this call and last week. It was noted she urinated a lot. She changed her program last week to try and help with symptom control. Patient synced with patient programmer (pp) during the call and pp showed stim was on. Patient indicated she has an appoint with hcp on (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was implanted for bladder control. It was reported that the patient needed to change the settings because they wanted to ¿get a better setting without causing more nerve pain.¿ it was noted that the patient had interstitial cystitis and nerve pain, not caused by the device, but ¿if they weren¿t careful the stimulation would make it worse.¿ it was also reported that they had frequency and were going more. This started at the same time they got a uti, in (B)(6) 2017. They stated that they were put on antibiotics, and they had pain from their uti, so it was hard to tell what was causing their pain. Troubleshooting showed that stimulation was on, and they were on program 3 at 2.4 volts. It was noted that their nurse wanted them to try different programs. They switched to program 4, and said it was too high, and causing pain, so they decreased it to a comfortable level, 1.1 volts. It was later reported that they were still uncomfortable at that setting. They were not sure if it was the uti making their nerve pain, or the stimulation was irritating their nerve pain. The patient was going to change to program 1 at 0.2 volts, and try to increase 0.1 volts every 15 minutes. If they experienced increased discomfort with increased stimulation, they would shut therapy off until they met with their healthcare provider on 2017-aug-28. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had urinary tract infection and it was causing them to urinate more frequently. It was reported that the uti started the night before the call with the frequency as well. The patient was ordered macrobid for infection. No further complications were reported or anticipated.